Event description:
It was reported that the customer was hospitalized for ketoacidosis. It was stated that the customer's blood glucose was extremely high and the customer complained of heartburn and odynophagia. The blood glucose was treated with insulin drip and the customer was released the next day. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.